Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's infusion sets falling off. The mother states they fell off while the customer was in the pool. The mother states one came loose, and as a result, the customer's blood glucose rose to 600mg/dl. The mother also states that the cannula is bothersome on infusion sets. The mother states the customer can feel it move when site is loose. Nothing is being returned or replaced at this time.